Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented the reported clinical observations and discussed with the caller that there is no reprogramming to address the issues. The caller stated that the out of range measurements were observed in certain positions with the device but were not determined conclusively with the pacing system analyzer (psa). The patient was admitted and another pacemaker was implanted on the patient's left side. The physician elected to leave the original system implanted on the right side and re-programmed the output to sub-therapeutic levels. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this patient presented to the emergency room(ER) with a heart rate in the 30¿s and had been feeling weak for the past three days. Earlier that day, electrocardiograms showed pacing spikes at a rate of 70ppm. However, while in the ER, a magnet was applied to the device and no pacing was observed. There was a lot noise noted with loss of capture and pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel when the patient sat up. No other adverse patient effects were reported.